Event description:
Customer returned their unit requesting it be evaluated. There was no adverse event reported.

Manufacturer narrative:
The system involved in this complaint was returned for evaluation and a short was found at the connector which damaged the 555 timer. The resulting high voltage and no frequency caused temperatures to exceed acceptable levels. No adverse event was reported, however, this type of malfunction could potentially cause an adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this type.